Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mc8dbkp0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Abdominoplasty what do you mean by burst? Please explain what exactly occurred. The surgeon was using a control release suture and the nurse did not inform him. Did the patient suffer from injury due to the delayed? What do you mean by "almost 7 stitches we opened and same problem we encounter"? Please explain. What is the current condition of the patient? Good. Additional information was requested and the following was obtained: please provide the exact number of sutures that pulled off the needle during this 1 patient procedure? 7 stitch. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No. Note: events reported in 2210968-2020-05118, 2210968-2020-05420, 2210968-2020-05421, 2210968-2020-05422, 2210968-2020-05423, 2210968-2020-05424, 2210968-2020-05425. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2020 and suture was used. During the procedure, the needle and the thread itself easily burst causing a missed one (1) needle during the surgery. It took one hour for searching and causing the delay of the operation. Via c- arm images, the needle was successfully recovered. There were no adverse patient consequences reported. The current condition was reported as good. No information was available.